Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The calculated longevity decreased from 4 years to 1 year in the space of 12 months and power consumption increased to 196%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient is pacing dependent; nevertheless, no adverse patient effects were reported. The pacemaker remains in service and was scheduled for replacement.